Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip ruptured after using 170727 joules and 18 minutes of fiber used. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip ruptured after using 170727 joules and 18 minutes of fiber used. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed the connector segment verification and the saline flow test. Review of the fiber card data indicated that the fiber was recognized and used. A soft joule limit was issued, which is not a failure. It is the point at which fiber removal from the console would invalidate further fiber usage. However, microscope inspection of the fiber tip identified that the metal cap and glas cap were detached/separated. Therefore, the reported event was confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip ruptured after using 170727 joules and 18 minutes of fiber used. The procedure was completed using another fiber. There were no patient complications reported. It was identified that the fiber cap tip was detached upon receipt.